Manufacturer narrative:
Correction: section h6 patient code and results code.

Event description:
The customer reported that the locking mechanism that controls the depth of the dhs reamer is failing and this has resulted in the reamer penetrating into the pelvis. Additionally reported: patient was monitored for 48 hours post incident and no further adverse consequences were reported. Also reported via mhra incident report: "a patient was having surgery to fix their neck of femur fracture using a dynamic hip screw device. The trauma drill was used instead of the heavy duty with reaming option. The triple reamer locking mechanism became loose and the first part penetrated through the ischium. The triple reamer was withdrawn immediately." "The patient was stable with no sign of bleeding, haemodynamic instability or bowels/bladder injury."

Event description:
The customer reported that the locking mechanism that controls the depth of the dhs reamer is failing and this has resulted in the reamer penetrating into the pelvis. Additionally reported: patient was monitored for 48 hours post incident and no further adverse consequences were reported. Also reported via mhra incident report: "a patient was having surgery to fix their neck of femur fracture using a dynamic hip screw device. The trauma drill was used instead of the heavy duty with reaming option. The triple reamer locking mechanism became loose and the first part penetrated through the ischium. The triple reamer was withdrawn immediately." "The patient was stable with no sign of bleeding, haemodynamic instability or bowels/bladder injury."

Manufacturer narrative:
Correction: section d4 (lot #). The reported event could not be confirmed, since the device was returned for evaluation and does not match the reported failure mode. As per the visual inspection, the combination reamer drill and the barrel reamer assembly showed significant traces of normal wear and frequent use. Referring to the long period since manufacturing [manufactured in 2012] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. After the functional inspection, the workshop engineer reported ¿unable to replicate any fault reported ¿ not clear exactly what the issue is from the note above. I performed multiple cut/drill tests and the chuck did not become loose. There is wear to the chuck teeth which can cause the key to slip ¿ potentially not tighted well enough¿. As per the dimensional inspection, the measures were taken of the returned unit, which shows ¿decreased¿ values or out of spec. Values indicating that it is no longer concentric, meaning that it has been damaged after reprocessing. The barrel reamer was disassembled, and the four pins were probably deformed by accident. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is found to be predominantly user related as the surgeon potentially didn't lock/tighten the barrel reamer by turning the stop sleeve firmly. The operative technique guide states this the assembly instructions, and the risk management file also states ¿set and lock the short combination reamer to the predetermined reading (10mm less than the guide pin measurement). Ream until the combination reamer stops itself at the lateral cortex. [...] The combination reamer is set and locked by firmly turning the stop sleeve counter-clockwise at the predetermined depth setting (approximately 10mm less than the guide pin measurement).¿ which is supported by the results of functional inspection. The loss of concentricity and wear indicates that the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the locking mechanism that controls the depth of the dhs reamer is failing and this has resulted in the reamer penetrating into the pelvis. Additionally reported: patient was monitored for 48 hours post incident and no further adverse consequences were reported. Also reported via (B)(6) incident report: "a patient was having surgery to fix their neck of femur fracture using a dynamic hip screw device. The trauma drill was used instead of the heavy duty with reaming option. The triple reamer locking mechanism became loose and the first part penetrated through the ischium. The triple reamer was withdrawn immediately." "The patient was stable with no sign of bleeding, haemodynamic instability or bowels/bladder injury."